Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for phantom limb pain and spinal pain. It was reported that the patient's ins was removed because they had a lot of issues with it that started about a year after being implanted with the device. The issues were unable to be clarified. The patient was adamant that their spinal cord stimulator was replaced with a deep brain stimulation ins.